Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had burning at the implantable neurostimulator (ins) pocket site when stimulation was increased. It was noted the battery depletion was not normal. It was further noted the ins was causing burning at the pocket site. The reporter stated that impedances were within normal limits. The reporter further stated that in the operating room the lead was observed to be coiled in front of the ins, but there were no visible signs of lead damage. It was noted the lead was checked with the multilead trialing cable and impedances were within normal limits. It was further noted the healthcare professional replaced the ins and used the existing leads. The reporter stated that stimulation was tested for the patient and they had no burning sensation when the stimulation was increased. The reporter further stated that stimulation was tested in recovery and there was no burning sensation with increased stimulation. It was noted the patient had good coverage. It was further noted that there was no patient injury or death and the patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger product; ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
There was additional analysis performed on the implantable neurostimulator (ins). The additional analysis found no anomaly. The additional testing was to address the "burning at pocket" complaint. The ins was tested in a set temperature controlled oven at 37° c and placed in an offset block. The ins passed the ngt. There were no anomalies observed regarding the ¿burning at pocket¿ throughout the heat test during stimulation.